Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2016, where the ipg site was relocated . It was also reported the device was implanted deeper. No new devices were implanted.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient is experiencing pain at the ipg site. Subsequently, the patient will undergo surgical intervention as the next course of action.